Manufacturer narrative:
Product ID 977a260, serial# unknown, implanted: (B)(6) 2015. Product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the lead will be revised at the future surgery. The provided information was confirmed with the hcp. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 977a260 serial# unknown implanted: (B)(6) 2015, product type lead. H6 correction: the reported information from the initial report indicates the device code c63043 applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2019-sept-26 reporting that the cause of the difficulty charging and high impedance were not known. The patient would have an appointment with their health care provider (hcp) to address it. The overdischarge was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's lead had migrated. The patient will be having a lead and ins revision. Their vision is scheduled for (B)(6)2020. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: unknown, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient's ins has been overdischarged. The patient was having difficulty recharging. The rep cleared the patient's power on reset (por), and found that their right lead had high impedances. The rep also had difficulty palpating the battery. The rep programmed the patient around their high impedances with coverage in areas they needed. The issue was resolved at the time of the report. No further complications were reported. No patient symptoms were reported.